Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. Crimp markings are evident on the exposed balloon wall; indicating that full crimp contact was achieved between the crimped stent and balloon however the balloon folds were disturbed thus indicating that the balloon may have been inflated. Solidified media was evident inside the outer lumen, proximal to the balloon and within the balloon itself. No information was made available regarding the detached stent. The detached crimped stent was not returned with device for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 18mmx3.0mm target lesion was located in the non tortuous left anterior descending artery (lad). A 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.